Event description:
I've been using fixodent from 2008 until 2009. Since I've been using fixodent denture cream my gums have been sore and red and numbness in my mouth and tingling. Dose: denture cream. Frequency: one daily. Event abated after use stopped: no.